Manufacturer narrative:
Additional information.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were reported with the device. According to the complainant, on (B)(6) 2016, the patient was seen in the emergency room three days post procedure and was admitted to the hospital for pneumonia. The exact treatment provided to the patient was not reported by the complainant. On (B)(6) 2016 the event resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. (B)(6). Medical history: in the past twelve months (from the informed consent date of (B)(6) 2016): number of pulses of systemic corticosteroids for asthma exacerbation symptoms ¿ 1, number of emergency department visits for asthma exacerbation/respiratory symptoms ¿ 4, number of hospitalizations for asthma exacerbation symptoms ¿ 2, number of lower respiratory tract infections that required antibiotics ¿ 2. Medical history data for the past six months is not a data collection requirement for this subject. Additional information received on 27nov2017. On (B)(6) 2016 while hospitalized for the pneumonia via emergency room visit, computerized tomography pulmonary angiogram (ctpa) was performed and right lower lobe consolidation was noted, indicative of atelectasis. Right lower lobe bronchus demonstrated prominent narrowing as well. Some air bronchograms were also seen in the area of consolidation. No treatment was needed for the atelectasis and the event resolved on the same day. Additional information received on 30nov2017. The patient was treated with IV ceftriaxone and moxifloxacin, as well as analgesia and opioids for the pneumonia.

Manufacturer narrative:
Study source: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) study. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were reported with the device. According to the complainant, on (B)(6) 2016, the patient was seen in the emergency room three days post procedure and was admitted to the hospital for pneumonia. The exact treatment provided to the patient was not reported by the complainant. On (B)(6) 2016 the event resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2016 - pre-bronchodilator: fev1: 1.76, fev1 % predicted: 57.00, fvc: 2.83, fvc % predicted: 79.00. Post-bronchodilator: fev1: 1.83, fev1 % predicted: 60.00, fvc: 2.88, fvc % predicted: 81.00.